Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. Patient described the area as red, raised, and burning blisters that look like a chemical burn under the adhesive of the patch. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Outcome of the skin irritation is unknown.